Manufacturer narrative:
A ge service rep performed an on site investigation. The specified failure could not be duplicated. As a preventative measure cleaned and greased the hv cables and performed a generator and filament cal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure using the 9800 system, a "pop" was heard, when fluoro engaged, and the screen went white. The system was rebooted and worked as expected for the remainder of the day. There was no reportof pt injury.